Manufacturer narrative:
On (B)(6) 2017 the (B)(6) performed a clinical evaluation and commented as follows: insert revision in tka 9 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. Batch review performed on 16 october 2017. Lot 146173: 30 items manufactured and released on 17 december 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of laxity. The surgeon determined the soft tissue had stretched over time. The surgeon swapped a 14 mm uc insert for a 20 mm uc insert. The surgery was completed successfully.